Event description:
Customer reported a lowered blood glucose level (bg) of less than 50 mg/dl. Cause for low bg was unknown. Customer went to the emergency room (ER) with cuts on their eyes due to falling when fainting. Reportedly, prior to admission to the ER, customer stated bg went up on it's own to 100 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.